Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacture representative (rep) on (B)(6) reported in talking with the healthcare professional (hcp) he stated all the issues were resolved within normal range and expectations. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient had blood on their bandage at the incision site and pain when they bend over or turn stimulation up too high. The patient indicated that they turned stimulation down so that it would not hurt them and was trying not to bend over too much. A second call determined that the patient was experiencing pressure on the right side as well as a sore throat. Additionally, the patient mentioned that they almost fell during the night and was experiencing itching from the tape as well as burning from not emptying. The patient was taking medication to help them empty. In a final call the patient again mentioned being itchy. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.